Event description:
Consumer called to report higher readings with his meter. Bolused and passed out. Emt was called for assistance and their meter reading was much lower.

Manufacturer narrative:
Awaiting product returned to conduct quality investigation.